Event description:
On (B)(6) 2014, the patient underwent pipeline (5.00mm x 35mm) embolization treatment. During the procedure, it was reported the device did not open despite 10 clockwise rotations. The pipeline was exchanged for another pipeline and it was implanted without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).